Event description:
It was reported that the "black cap" of the device fell off during a laparoscopic surgery and was retrieved. The device was placed at the case beginning without issue. The trocar was removed from the abdomen to pull the gallbladder out and when they attempted to anchor it back after removing the gallbladder the stay broke. The broken piece was lying on the abdomen. No pieces were left in the pt. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned with one of the suture stays broken off of the stabilizer and returned with the device. Upon eval, it was found that one of the locking tabs had broken off the stay and was not returned with the device. The device sleeve was pressure tested and showed signs of leaking when the obturator was inserted into the sleeve. The device history record was reviewed, and no discrepancies were noted.